Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported that the device stopped ventilation. The device alarmed with tf 431002 (blower disconnected). Technical fault was shown on the screen and device made high priority alarm sound. No harm to the patient was reported. Currently, the event is under investigation to verify the reported allegations.